Event description:
Information was received indicating that leaking was noted at the hardware block of the smiths medical level 1 hotline low flow system. It was not specified whether this occurred during or prior to use. No adverse effects were reported.

Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis in damaged condition. Upon visual inspection the unit was observed to have a large crack on the tank cover, crack to the underside of the drain fitting, and missing drain cap. The tank was filled with water, disposable was attached, the line cord was plugged in and the unit was switched on; revealed a leak at the plate clip and disposable. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It was noted that the o-rings were worn out leading to leakage as this was normal wear and tear.